Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ra lead loss of sensing and loss of capture due to dislodgement has been reported. The patient was hospitalized and the ra lead was repositioned.